Event description:
Please reference:(B)(6). It was reported that two incidents of a catheter break occurred during placement. Incident #1 of 2: it was reported that the anesthesiologist threaded the catheter through the needle. The needle was then withdrawn from the patient. The anesthesiologist removed the stylet, the catheter came out with the stylet and the catheter shredded. The catheter had the coil stretched with the black tip of the catheter missing. The physician had to make an incision to remove the retained catheter from inside the patient. The anesthesiologist described, "difficulty in threading the catheter through the needle and withdrawing the catheter and needle together, but with the catheter remaining stuck." Additional information was requested, however is not available at this time. The catheter is available for return.

Manufacturer narrative:
(B)(4). Method: the device was reported to be returning for an evaluation and at this time is pending return. A review of the device history record (DHR) for the reported lot number is currently in process. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device return anticipated

Manufacturer narrative:
Method: the device was received and visually inspected. Also, the device history record and process review was performed for the lot number provided. Results: incoming inspection records found no rejections for this lot. There were no issues found reported by the quality auditor at the time of manufacture. Upon inspection the catheter was visually missing its distal tip and returned with the stylet. It appeared to be bent in several locations. The nylon coating had been sheared off from the proximal end tracking towards the catheters distal end. This is indicative of the needle being in place during attempted removal. Conclusion: based on the visual inspection it is believed that the corresponding needle remained in place during the attempted removal of the catheter, ultimately causing the catheter to shear. The root cause was determined to be the user not following precaution section number 5 in the spirol IFU (b-pi-009) (during catheter removal if resistance is encountered, stop, reposition the patient to open the vertebral interspaces and attempt removal. If further difficulty is encountered, fluoroscopy or x-ray may be indicated prior to further catheter manipulation.) It is suspected that the catheters in question sheared due to the physician's technique. Information from this incident has been included in our product complaint reporting systems for monitoring, tracking and trending purposes.

Event description:
Please reference 2026095-2015-00199, 1500619b.